Event description:
Information was received from a family/friend via a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient¿s device was going to be removed because it had never worked for the patient¿s symptoms. No further information was provided regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.